Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012282670 was returned and analyzed. Visual inspection was performed. The inspection identified a shaft kink/twist at approximately 2.42 inches from the tip. No anomalies were identified with the handle area. The handle had no cosmetic issue and side tube was connected properly to the handle. No anomalies were identified with the dilator. The shaft, tip, and the length were according to specifications. The insertion of dilator into the sheath was performed. Unable to lock the dilator luer to sheath. Further inspection under microscope identified a dilator luer damage, which may cause dilator to have difficulties locking with sheath. In conclusion, the sheath failed the returned product inspection due to a shaft kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the dilator could not be fixed to the sheath. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.